Manufacturer narrative:
Product analysis #801948552:internal review: a pre-implant 3d CT report from 8 days prior to the index procedure (B)(6) 2024) was received. The infrarenal aortic neck diameter was noted to range from 22-21mm and exhibited an angulation of 18 degrees. No overt thrombus or calcification were noted along the length of the neck. The maximum abdominal aortic diameter measured 36mm and the distal aorta measured 25mm. Thrombus and mild calcification were observed in the area. The right common iliac artery ( rcia) measured ~15mm along its 49mm length and was noted to exhibit thrombus throughout its length. Thrombus was also observed in the proximal left common iliac artery (lcia), which ranged in diameter from 16-14mm along its 64mm length. A saccular aneurysm measuring ~33m in diameter was observed between the aortic bifurcation and proximal left common iliac artery. Both iliac arteries were noted to exhibit mild calcification. The lcia exhibited mild to moderate tortuosity. Conclusion: the reported occlusion could not be confirmed on the pre-implant film provided; therefore, the cause of the event could not be determined. Post-implant CT¿s were not available analysis of the stent graft in-vivo configuration. It is possible that the presence of vessel thrombus associated with patient's anatomy (i.e. Tortuosity of the proximal left common iliac artery) may have contributed to this event, but this could not be confirmed. Other possible contributors to vessel occlusion include an unknown coagulopathy that is now presenting or a previous history of pad leading to poor distal run-off. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis stent graft system was implanted during the endovascular treatment of an aaa. It was noted that the aneurysm was a smaller saccular aneurysm at aortic bifurcation. The proximal diameter of the left cia was noted as 16-14mm and 64mm in length. The access diameter at the common iliac was noted as 10mm. There was mild right and left iliac calcification noted. It was reported that the index procedure was completed with good post-angio results, however when the patient was in recovery they lost pulses in their left foot. The patient was brought to ir suite and the left limb (etlw1616c156e) was found to be occluded. 2 non-mdt stents were placed to restore the blood flow. Per the physician the cause of the occlusion was possibly anatomy related due to the tortuosity of the proximal left common iliac. No additional sequelae were reported and the patients is fine.

Manufacturer narrative:
B5; additional information summary: it was confirmed that only the occlusion only involved the (B)(6) endurant limb. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.